Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed, and it was found to have normal depletion and to have met expected longevity.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode and the device gave successful anti-tachycardia pacing (atp). However, the converted rate was still in the vt zone and therapy was given for supraventricular tachycardia (svt) because programmed rate (pr) logic was no longer in effect after initial detection. It was subsequently reported that the device reached elective replacement indicator and was removed and replaced. It was further reported that the right ventricular lead was capped due to oversensing, noise, and small r waves. No further patient complications have been reported as a result of this event.